Event description:
During the procedure to replace a patient's right knee, a rubber socket cover for the connection of the arms of the overhead surgical lights fell off and fell onto the open surgical site (right knee) of the patient. Copious irrigation was used on the open surgical site, and additional antibiotics were given to the patient. The surgical site was re-draped and the procedure was finished. The patient's hospital course was uneventful, and he was discharged home without further complications.